Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the pt made a mistake of touch contamination (details not provided). The pt experienced peritonitis and was not hospitalized for the event. The pt was treated with unspecified antibiotics. At time of this report the pt would continue antibiotics for 2 more weeks (dates not reported). Concomitant therapy not reported. At the time of this report, the pt was recovering from the peritonitis and dianeal therapies were ongoing. Additional information was requested but was not available.